Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's diabetes clinical manager reported via phone call loose drive support cap and damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer's drive support cap had fallen off and they put the piece back into the device. Customer advised the battery compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose drive support disk, also cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker. No broken battery tube threads noted.